Event description:
It was reported crosstalk was observed shortly after implant via electrogram. The device was reprogrammed and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.